Manufacturer narrative:
510(k): k192697. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report as it was described. The deployed clip was returned attached to the device in the closed position. Under visual magnification, the distal end components were viewed and no anomalies or defects were found. A function test was attempted, in order to deploy the clip. However, with handle manipulation and light touching of the clip on the table, the device would not deploy the clip. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: the customer's report of unable to deploy was confirmed. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic mucosal resection closure, a cook instinct plus endoscopic clipping device was used. The clip would not deploy at all after being closed onto the tissue. They were able to open the clip. They kept trying but could not get it to deploy. After several attempts, they closed the clip and removed it from the patient through the scope. Additional information received states that the clip was attached to the tissue but would not deploy. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.